Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification with high readings.

Event description:
It was reported that the customer's insulin pump threshold suspended, based upon inaccurate sensor readings. It was stated she received a low predicted message and her blood glucose was stable. At one point, customer's sensor read over 400 mg/dl and her blood glucose was 149 mg/dl. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.